Event description:
New issues since essure: extreme, chronic fatigue (this occurred immediately. I have felt like I had the flu since that day. Sore joints, raw throat and sinus passages every single day since); extreme bloating; hysterectomy; labor-like menstrual pain ; heavy post-labor-like mentrual bleeding with large clots; random cramping even when not on period; increased systemic tension due to this aggravation; feel anemic during cycle; lower back pain; occasional hot flashes; night sweats every night; excessive sweating during everyday activities; joint pain; insomnia; sharp pelvic pains; increased hormonal acne/cysts; depression caused by dealing with these symptoms. I had essure implanted (B)(6) 2012. This product has decreased my quality of life significantly due to the symptoms listed above. I researched with due diligence with information available at the time. My doctor said there were no side effects. Right after the procedure, I was rushed out of the office while still cramping and bleeding and handed a card. I had no idea that I would get a card that I would have to pack around the rest of my life. A few days and weeks later I report problems to the implanting doctor who minimizes them. After enough complaining, she offered a hysterectomy. Naturally, this was very upsetting. I didn't want a hysterectomy. I didn't even want a tubal ligation to begin with. Finally she offered to remove the tubes. I decided to take her pa's advice to "ignore the pain and it will go away" but that has not worked. I found out the device has nickel in it, which I have always reacted to. Out of frustration, I went to see an allergist for a nickel test. I think this was (B)(6) 2012 after being implanted in (B)(6). I was found to be hypersensitive to nickel - with a big patch of blisters down my back that took a few weeks to heal. Last month I saw another ob who agreed that essure is causing inflammation that is causing my symptoms. He admitted that he couldn't help me unless I would do a hysterectomy because of the difficulty in removing the device. He advised me that if I could find a tubal reversal doctor/microsurgeon who could remove all the metal that would be my best bet short of hysterectomy. In addition, I also had to explain to this ob that the device contained nickel. One of the most appalling things to me is that both ob's I saw tried to tell me that the device contains no nickel. I had to explain this. The implanting doctors have no idea what this device contains and that it is designed to cause inflammation. Over the last year, I have contacted the manufacturer for help a few times. During the last phone call, the representative (who sometimes referred to mirena even after being reminded that this was essure, not mirena) would always reply "essure is permanent," which was completely unhelpful. When I asked for a remedy, I was referred to a website that did not work to file a claim for the hsg confirmation test fee. The remedy I wanted is to have the device removed and my anatomy restored to where I felt okay. When I asked if they could help me find a doctor to remove it, they referred me to their website for doctors that implant essure. I told them that won't work because those doctors can't remove, only implant. Then the rep admitted that they don't know doctors that can remove essure. That is not good at all and completely unhelpful to those having issues with the product. Nothing works for everyone, there are always issues- but it is clear to me that the manufacturer made no preparations for worst case scenario and has just abandoned people like me with problems from the device. After some research, I have found a couple doctors willing to reverse the device but the cost is $6800.00-7500.00 plus. My family cannot afford this. So I am in a really bad position where I need to take care of my health to the detriment of providing for my family. If I leave all this inflammation in my body, will this contribute to heart disease? What else? I'm scared of what this is doing to me and have no option to remove it. At the very least, I am asking the FDA to require that hysterectomy is a very real risk in big, bold letters right on the essure literature. Also that the hysterectomy statistics be provided next to that. Prior to essure, I was not informed that hysterectomy was a risk. I can tell you unequivocally that I would not have agreed to essure had that been on there. The brochure said "major surgery," which I took to mean laparoscopy to remove the coils. I did ask my doctor about that, and the doctor waved her hand and said there wouldn't be a problem -that no one had ever had a problem. In summary I'm asking: correct manufacturer literature for risk of hysterectomy, not just "major surgery." Fully teach doctors about what the device is made of and what it does. Then in turn the doctor must inform the patients of this plus the risks. Require doctors who implant to recognize the risks both as part of their training and their dialog with patients. Require doctors to inform patients of any issues with insertion, such as perforation. My doctor did not tell me. I found out by getting the op note. Require the manufacturer to remedy patients who were not informed of risks due to nickel allergy or anything else. As an engineer, we take precautions for worst-case scenario and provide disaster recovery solutions. As a patient, it is sadly apparent that there is a real lack of excellence and advancement in the medical field today. Why? Is it because of money, politics, fear of being sued? I am asking the FDA and medical industry to push aside barriers and strive for excellence in medicine. Don't be afraid of the problem, instead get to the root of the problem so that you can solve the solvable ones. I'm appalled that this device got approved by the FDA without a long term study where uteruses had not been removed (and losing the long-term info that could have been gleaned from those subjects).